Event description:
Ez 200 holmium laser fiber tip detached while in pt, event causing flexible ureteroscope malfunction. Picture was no longer transmittable to monitor. Flexible ureteroscope is out of commission due to detachment of laser fiber tip and sent for maintenance. Unsuccessful attempt to retrieve fiber tip from pt's kidney. Pt to f/u with another surgery at a later time when all scopes are repaired and available. Diagnosis or reason for use: surgery attempt to break up kidney stone.